Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the damaged and improperly sized data cable caused the refrigerator communication failure. A field service engineer identified the pyxis refrigerator was not detected on the bus and found the rj 45 data cable connector was damaged due to insufficient cable length replaced it with a longer cable and performed proper power up sequence, restoring communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator not detected on bus. Customer tried to recover and rebooted the station, but issue persist. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.